Manufacturer narrative:
Date of event: estimated date. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed one other complaint. However, this complaint is related to the same event with the reported difficulties. Based on the information provided, a definitive cause for the reported material rupture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional armada device is being filed under a separate medwatch report #.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The 14x80mm armada 35 balloon ruptured at an unspecified pressure while attempting to post dilate a non-abbott stent. The same occurred with a new 14x80mm armada 35 balloon. In the physician¿s opinion, the balloons ruptured due to the jaggedness of the non-abbott stent. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.